Manufacturer narrative:
Based on the provided information, a general reagent issue could be excluded. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field application specialist visually checked the analyzer and no abnormalities were found. He adjusted the gear pump pressure and cleaned the water reservoir. He performed an accuracy check and recovered acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patients tested on a cobas 8000 c 502 module. Prior to patient testing, the customer confirmed calcium qc was ok. The patient's initial calcium results were reported outside the laboratory. The doctor questioned the initial calcium results and the customer performed repeat testing. Patient (B)(6) initial calcium result was 12.96 mg/dl. The patient's repeat result was 10.71 mg/dl. Patient (B)(6) initial calcium result was 12.02 mg/dl. The patient's repeat result was 9.63 mg/dl. The calcium reagent lot number was 54629901 with an expiration date 31-jul-2022.